Event description:
It was reported that the subject device had b30 scope communication error. The event occurred during an unspecified diagnostic colonoscopy procedure and was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, h2, h3, h6, h11 the customer contacted olympus technical assistance support (tac) via phone. No troubleshooting was performed. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The device was not returned to olympus for inspection, but the reported failure was investigated by field service engineer during onsite inspection. A root cause could not be identified. Based on the results of the investigation, there were no issues identified for the device. However, the probable cause for the reported malfunction was traced to fluid invasion in the concomitant endoscopes used along with the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.